Manufacturer narrative:
H6; code 400: kife bent and knicked. Visual inspections & results: any other noticeable damage abcd n/a, batch number abcd n/a, cartidge pan in place/condition abcd n/a, condition of drivers abcd n/a, lockout tabs on pan condition abcd n/a, position/condition of wedge sleds abcd n/a. Functional tests & results: condition of clamp first lockout abcd good, condition of clamping mechanism abcd good, condition of firing mechanism abcd good, condition of knife abc good d bent nick, is hyper lockout condition present abcd no. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional testing, no conclusion could be reached as to why the instruments reportedly "locked out" during surgery. Instruments a, b & c were returned in good physical condition. Instrument d was returned with a bent/nicked knife, but was otherwise in good physical condition. Instruments a, b, & c were cylced, fired, cut and formed the staples within design specification. Instrument d was cycled, fired, and formed the staples within design specification, but had a rough cut due to the nicked knife. When instrument d was cycled, the articulation knob broke off. No conclusion could be reached as to how instrument d had become damaged. It was concluded that instruments a, b, & c were fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
The instruments were used during a laparoscopically assisted vaginal hysterectomy. It was reported the surgeon claims each of the 4 atw35 staples would fire twice then lock out and not allow further firings. Surgeon has had extensive experience with the firing sequence. There was no consequence to be pt.